Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat intrinsic sphincter deficiency and mesh was implanted. It was reported that patient had a mesh implanted on (B)(6) 2012 and no documentation of any adverse event with this device. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 07/20/2017 additional patient codes: (B)(4) - urinary/bowel problems, (B)(4)- recurrence additional information: additional narrative: it was reported that following insertion the patient experienced urge incontinence, infection, urinary/bowel problems and recurrence.